Manufacturer narrative:
The device has not been returned for eval. Should new info become available a supplemental report will be submitted.

Event description:
It was reported that the customer experienced high bg levels. The customer reported that she adjusted her basal rate and that she uses the insulin in her cartridge for 6 days.